Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with critical pump error (open book image) alarm. Unable to download pump traces and history file using thump software. Unable to perform the displacement test, sleep current measurement test, active current measurement test and self test due to critical pump error. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, j7 power connector, and force sensor during visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and critical pump error noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case and cracked keypad overlay. In summary, customer alleged critical pump error confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884l was requested and the device was returned.